Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR 2134265-2018-02326. It was reported that in stent restenosis occurred. The patient presented with critical ischemia, rest pain and claudication. On (B)(6) 2017, the index procedure was performed. An ultrasound in the right popliteal artery was performed and revealed 50% stenosis with plaque and intimal hyperplasia. A 5x40 innova¿ stent was placed successfully in the right popliteal artery. Post-dilataion was performed with a non-bsc balloon. Post-treatment stenosis was 0%. The procedure was completed with a good result. There were no patient complications reported and the patient was stable. On (B)(6) 2018, the patient presented with in-stent restenosis in the innova stent. On (B)(6) 2018, atherectomy with a 2.4 mm jetstream® xc atherectomy catheter and balloon angioplasty were performed through the occluded stent. There was a great outcome and the stent was patent. This was confirmed through ivus. There were no patient complications and the patient was doing well.